Manufacturer narrative:
During follow up with the customer, it was identified that during use the device was being used outside of the intended duty cycle during an extensive procedure. The concomitant products were returned for evaluation and no related failures were identified that could contribute to the reported event.

Event description:
It was reported that during surgical procedure at the user facility, the tip of the device became hot. During this time the device burned a hole in the dura mater of the spinal cord. The surgeon repaired this with suturing and completed the procedure successfully; no additional adverse consequences were reported.